Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06277. It was reported the patient is experiencing pocket heating while charging his ipg. The patient stated his ipg pocket site gets red when he charges. The patient stopped using and charging the system for about two months. The patient also reported accumulation of fluid and the ipg is moving inside the pocket. A new low energy charger was sent to address the heating issue and the patient was advised to contact his physician to examine the ipg pocket site. The patient is pending follow up with an sjm representative. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.